Event description:
The customer reported to customer service that her transformer housing cracked. When the product was received in at medela it was determined to be breach, which is a safety risk.

Manufacturer narrative:
A replacement adapter was sent to the customer. The product was received on (B)(4) 2014 and evaluated on (B)(4) 2014. This issue with the damaged transformer housing for the pump in style device was addressed in (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 13.8, which is normal and indicated that the it is producing the correct voltage. Resistance across the dc plug measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 55.9 ohms, and indicates that the thermal fuse did not blow. No smoke, fire, or sparking was observed while plugged in.